Event description:
Rn moving supplies in trunk of car. Has special box for venapuncture supplies, which opened and spilled into trunk. The sharps container up to place back into special box. Rn felt "pinch" when putting sharps container down into box. Puncture wound noted left palm of hand.